Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the circulation pump was unable to generate pressure above -0.2 psi. They would like a quote for the 2000 hour service and a loaner.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics showed that the circulation pump was unable to generate pressure above -0.2 psi. They would like a quote for the 2000 hour service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.